Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) as it would not reach beyond two bars despite troubleshooting attempts. It was also noted that the patient was experiencing inadequate pain relief and burning sensation from the waist down to the toes. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. The explanted device was not returned.